Manufacturer narrative:
.

Event description:
It was reported through an implant card that a patient's generator was replaced due to end of service and the lead was replaced for an unknown reason. An attempt was made to obtain the reason for the lead replacement, it was reported due to high impedance on a system diagnostics test. The physician's office did not have a precise date the high impedance was detected but it was at least 6 months ago. The battery went completely dead before they booked the surgery. It was reported that the explanted devices would not be returned for product analysis.